Event description:
Family unsure of event dates, events while connected to patient. Ventilator recycled through startup - this occurred 4 times; 3 at home and 2 of those occurred while plugged into strip, the other while plugged into wall. Mother not sure if inop activated, she states she didn't have to do much of anything, it always just restarted right away. One episode occurred while on external battery while at a fast food rest. No allegations of vent causing harm. Mother not sure if inop alarm activated or if other messages displayed.